Event description:
Kevar tip/pad separated from the harmonic ace instrument during a laparoscopic procedure. The tip was subsequently found in the pt and removed. It is not known why the tip separated.